Manufacturer narrative:
This report is submitted on march 14, 2018. (B)(4).

Event description:
Per the clinic, the patient experienced headaches with device use; subsequently, the device was explanted on (B)(6) 2018.

Manufacturer narrative:
The reported adverse is associated with a returned device; however, the provided clinical information was reviewed by the manufacturer and no specific device analysis is deemed necessary at this time. Previous product examinations have not showed any relationship between a product geometrical deviation and the reported clinical complication. Additionally, there are no indications that a product failure has contributed to the reported issue. Transient pain at the magnet site, after surgery are known complications with baha attract, and will often disappear by itself without intervention and or can often be resolved with clinical case management e.g. Changing type of magnet. There are six different magnet sizes/strengths available. There are no indications, at the moment, that the pain is related to any device failure. The report frequency for these complications is being monitored under cbas complaint and medical device reporting data monitoring plan and the status is updated on a monthly basis. This event is added to this monitoring.